Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while asleep. It was stated the customer may have been laying on the insulin pump. Customer's blood glucose was 200 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms were noted. The device was received with minor scratches on the lcd window and a missing end cap sticker.